Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. Customer states sensor needle breaking. Customer states having issues with sensor needle twice. The customer's blood glucose is unknown. Customer is returning sensor, and receiving replacement sensors.